Event description:
It was reported the pt refuses to wear the device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Revision surgery has been scheduled.